Event description:
During coronary intervention on this pt's left anterior descending (lad), restenosis was detected in a bx velocity stent implanted four mos prior in the pt's right coronary artery. The restenosis was left untreated.